Event description:
During the coil embolization procedure of a lumber artery aneurysm for an endo-leak after endovascular repair, the introducer sheath of the presidio coil (pc4182050-30/c19714) was inserted through an unspecified y-connector and the introducer tip was seated into the hub of the transit 2 (mc) microcatheter (601-251x/15938189) there was some resistance into the microcatheter. However, the physician experienced severe resistance around the middle section of the microcatheter and could not advance it any further. Then, while the presidio was gently withdrawing from the microcatheter, he still experienced severe resistance. Shortly after, the microcoil of the presidio was separated from the dpu and left within the microcatheter. No detachment was attempted at that time. Therefore, both the presidio and the transit 2 were safely removed as a unit from the patient. The procedure was continued using the replaced coil (pc4182050-30, lot unknown) and an unspecified competitor¿s microcatheter (wonder 3/utm, type unknown). After that, the replaced presidio was successfully delivered and placed into the target aneurysm with no further issues. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. It is unknown if the microcatheter was re-shaped or not. The vessel characteristic was not calcified or tortuous, and access was obtained from lumber artery. No patient information (age, gender, dob and weight) was provided. The complaint products are going to be returned for evaluation. The separated microcoil of the presidio was contained within the transit 2. No additional information is available.

Manufacturer narrative:
During the coil embolization procedure of a lumbar artery aneurysm for an endo-leak after endovascular repair, the introducer sheath of the presidio coil (pc4182050-30/c19714) was inserted through an unspecified y-connector and the introducer tip was seated into the hub of the transit 2 (mc) microcatheter (601-251x/15938189) there was some resistance in the middle section of the microcatheter and it could not advance it any further. Then, while the presidio was gently withdrawing from the microcatheter, there was still severe resistance. Shortly after, the microcoil of the presidio was separated from the dpu and left within the microcatheter. No detachment was attempted at that time. Therefore, both the presidio and the transit 2 were safely removed as a unit from the patient. The procedure was continued using the replaced coil (pc4182050-30, lot unknown) and an unspecified competitor¿s microcatheter (wonder 3/utm, type unknown). After that, the replaced presidio was successfully delivered and placed into the target aneurysm with no further issues. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc.) Was noted on the product by visual inspection. It is unknown if the microcatheter was re-shaped or not. The vessel characteristic was not calcified or tortuous, and access was obtained from lumber artery. No patient information (age, gender, dob and weight) was provided. The complaint products are going to be returned for evaluation. The separated microcoil of the presidio was contained within the transit 2. No additional information is available. It is important to note that the device positioning unit (dpu) was not returned. The microcatheter was placed in an ultrasonic cleaner for a period of 24 hours with no success in opening the blockage. Pressure flushing after ultrasonic cleaning showed that a complete blockage was present inside the microcatheter. Located 28.0 centimeters off the proximal end of the microcatheter is a blockage. Located 6.0 centimeters off the distal tip of the microcatheter is blockage. The guide wire was able to push the coil 77.0 centimeters from the proximal end of the microcatheter before resistance was encountered. The distal end of the coil could be pushed 6.9 centimeters by the guide wire before encountering resistance. The microcatheter was dissected 6.9 centimeters off the distal tip of the microcatheter in order to remove the distal blockage and inspect the coils location. Copious amount of blood was extracted during the unsuccessful flushing process. Located at approximately 77.0 centimeters off the proximal end of the microcatheter, the tube was dissected in order to remove the microcatheter. Large amounts of a blood plug were removed along the entire length with the coil. The proximal section of the coil with the proximal end was successfully removed. Located approximately 30.5 centimeters off the distal tip of the microcatheter, the microcatheter¿s tube was dissected in order to remove the distal section of the coil. Distal to the coil¿s ball tip a hard cased blood plug was removed. A section of buckling and compression at the distal section of the coil was found. The microcatheter¿s tube was dissected and severed in order to cut the coil into two pieces in order to remove it from the microcatheter. Upon receipt it was found that the distal tip of the microcatheters inner lumen was ovalized. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event was confirmed, since the coil was received stuck within the microcatheter. The coil may have encountered severed resistance during its advancement into the ovalized section and may have become anchored. When the end user attempted to removal the anchored coil an unintended mechanical detachment occurred after stretching the coil. How and when this damage occurred to the rapid transit microcatheter cannot be determined. In addition, without the return of the device positioning unit (dpu) and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if this component contributed to the complaint event. Additionally, the DHR indicated that this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.